Event description:
While attempting to remove the guide wire through the needle, the guide wire got "hung-up" in the needle at the distal tip. No patient harm or injury occurred as a result of this event.